Event description:
It was reported that the video system center exhibited an e102 lamp error, and the image went completely black. The issue occurred during service or maintenance. There were no reports of patient harm.

Manufacturer narrative:
E1- (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be determined for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.